Event description:
Upon review of a (B)(6) year old male patient's flag files zoll customer support reported battery charger faults. The patient was contact and issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (batter charger faults) has been confirmed. Upon investigation the battery board in the charger was contaminated. The cause for the faults was isolated to contamination on the battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted form the contamination. The patient received a replacement battery charger/modem.